Event description:
It was reported that t:slim x2 pump battery would not charge even when different charging cables, wall adapters, and a working outlet were used, and charging connection was not recognized, although pump did not shut down and could still be used. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed, and technical support arranged shipment of replacement pump.